Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(4)) did not recognize the air trap was confirmed during functional testing. The root cause was determined to be a defective air trap block assembly due to the overflow of liquid into the air trap chamber, as indicated by the presence of liquid traces on the air trap block, possibly caused by user mishandling. During the visual inspection, noted dried liquid traces on the air trap block assembly. In addition, not related to the reported complaint, a damaged pump lid was observed. The probable root cause was due to mishandling or wear and tear. The thermogard console was manufactured in december 2011 and is more than 9 years old, past the expected service life of 5 years. The event log review showed no significant discrepancies. The thermogard console passed the self-test, however, could not recognize the air trap, thus confirming the reported complaint. The air trap block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up for patient use, the thermogard console (sn (B)(4)) was unable to recognize the air trap after it was inserted into the air trap holder. Following this, the console was replaced with another thermogard console to continue ivtm therapy. No consequences or impact to patient.